Manufacturer narrative:
Bactiseal peritoneal catheter (ID 823074) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined; however, a possible root cause for the issue ¿obstruction¿ reported by the customer, could be due to ¿catheter more susceptible to kinking which leads to occlusion¿. No root cause is necessary for the infectious disease as this is not related to the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2023-00172, 3013886523-2023-00173. A facility reported a hakim valve (ID: 823832), a bactiseal ventricular catheter (ID: 823073) and a bactiseal peritoneal catheter (ID: 823074) were implanted on (B)(6) 2023. The patient felt dizzy and went to hospital for inspection and the physician found that the products were obstructed, therefore all products were removed and replaced on (B)(6) 2023. The patient has tuberculosis and was taking antituberculotic drugs. The patient health history is tubercular meningitis. The patient is now discharged from the hospital.